Event description:
The customer was hospitalized with high bgs due to the malfunctioning of the device. Troubleshooting was performed. It was stated that the lead screw area was dirty, and no alarms were heard during the three days of high bgs.